Event description:
It was reported that this pacemaker exhibited a jump in pacing impedance that remain within normal limits but continues to rise. Technical services (ts) was consulted and confirmed the presence of noise signals causing oversensing and pacing inhibition for two seconds. Ts recommended testing and reprogramming options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited a jump in pacing impedance that remain within normal limits but continues to rise. Technical services (ts) was consulted and confirmed the presence of noise signals causing oversensing and pacing inhibition for two seconds. Ts recommended testing and reprogramming options. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a jump in pacing impedance that remain within normal limits but continues to rise. Technical services (ts) was consulted and confirmed the presence of noise signals causing oversensing and pacing inhibition for two seconds. Ts recommended testing and reprogramming options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction fields: patient codes.